Manufacturer narrative:
The returned device was evaluated and the customer's allegation was confirmed. The product analysis confirmed that there was intermittent image loss. The device had intermittent image loss due to a cracked connector. A device history review was completed, and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when connecting the end of the camera to the video system, the camera shorts out. The issue occurred during preparation for use for an unknown procedure. No patient harm reported.